Event description:
Add'l info rec'd from MFR 11/21/03: a medwatch report has not been submitted for this event.

Event description:
During surgical procedure, drill bit broke off and lodged in pt's foot bone. Scrub nurse noticed drill bit looked smaller and mentioned it to surgeon.